Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states ¿pain¿. Number 15 states ¿elevated metal ion levels have been reported with metal on metal articulating surfaces¿. The following could not be completed with the limited information provided. Initial reporter - ni.

Event description:
Legal counsel for patient reported patient was revised due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Medical records reported patient¿s left hip was revised approximately ten years post-implantation due to pain, swelling and elevated ion levels.

Manufacturer narrative:
Reported event was confirmed by review of medial records and x-rays provided. X-ray revealed the patient had arthritis with postol grip deformity; there was a large medial wall and inferior osteophytes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient had a revision procedure eleven years post-implantation due to osteolysis, metallosis, elevated metal ion levels, and pain. Additional information received in revision operative report noted corrosion material was around the metal-on-metal articulation. Corrosion was also found around the head and around the liner consistent with wear. The patient also had significant bone loss and aseptic, lymphocyte-dominated vasculitis-associated lesion (alval). Attempts have been made and additional information on the reported event is unavailable.